Manufacturer narrative:
This report is submitted on april 20, 2023

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 because of a tumour. There are no plans to re-implant the patient.

Manufacturer narrative:
The date of awareness was (B)(6) 2023 and not (B)(6) 2023. This report is submitted on may 26, 2023.